Event description:
One of the buttons on the foot pedal is sticking. There was no patient harm or delay in procedures. The customer is using the hand control and we are sending a replacement foot pedal.